Event description:
It was reported that a leak was observed during assessment. After inspection, the trach was broken at left flange. Registered nurse and respiratory therapist replaced with a new tracheostomy tube. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6- updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.